Event description:
It was reported that this lead was part of a system revision due to infection. The patient also experienced fever and hematoma due to pocket swelling. There were no additional adverse patient effects reported. The lead was explanted.